Event description:
It was reported by the customer that they responded to a patient who had recently gotten through open heart surgery. The patient down time was unknown, but the family indicated that it was approximately 15 minutes. CPR was in progress when the crew arrived. The electrodes were then attached to the patient; however, the device would not pass the "connect electrodes" prompt. The crew attempted to disconnect the electrode cable and reconnect it; however, this did not resolve the issue. Another crew arrived approximately 25 minutes after the first responders. The patient was not resuscitated. The healthcare providers on scene stated that the patient had no electrical activity and the device failure likely did not contribute to the patient's outcome.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. A clinical review of the reported event determined that the device use did not impact the patient's outcome. The healthcare providers on scene indicated that the malfunction likely did not contribute to the patient's outcome. Also, the family indicated that the patient's down time was approximately 15 minutes.